Event description:
A malfunction alarm identified as malf 9 was reported by the customer; however, no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump and provided pump reset information, ensuring the customer could continue using the pump. They instructed the customer to call back if the malfunction code recurs, and the caller acknowledged and understood the guidance.